Event description:
The following was reported to gore: on (B)(6), 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg) and gore® excluder® aaa endoprostheses. After the trunk ipsilateral leg and a contralateral leg were implanted in the left common iliac artery, the right treatment length was measured and it was 9 cm. Therefore, the physician selected a 11.5 cm contralateral leg (plc201200j) for the right common iliac artery. The plc201200j was implanted with pushing up in the right common iliac artery. However, the plc201200j covered the right internal iliac artery and it was implanted in the right external iliac artery about 1cm. The distal end of the plc201200j was pushed up using a gore® molding & occlusion balloon catheter. Then, the plc201200j was pushed up about 8 mm. The blood flow of the right internal iliac artery returned but was delayed. The procedure was concluded. The physician believes that it was right that the plc201200j was selected for 9 cm measured treatment length, and he also thought that the artery itself was pushed up as well when the plc201200j was implanted with pushing up.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Added h.6. Investigation findings code c20. Added additional manufacturer narrative for code c19 and c20.